Manufacturer narrative:
One device was returned for repair. Review of event log shows cassette attach error. This device has not been in for service within the review period. Functional testing confirmed primary complaint. It also found the latch and lock failed. Replaced the downstream occlusion (dso) sensor, dso seal, latch lock, and battery door. After repair, the unit passed all verification testing. No other issues were found. Updated software.

Event description:
It was reported that the device showed "cassette not attached." This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.